Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. A follow-up appointment is scheduled to decide further steps.

Manufacturer narrative:
The surgeon would like to replace the device but the user has not made an appointment to be seen and no surgery date has been scheduled. This is a final report.

Event description:
Hearing performance with the device is affected.